Event description:
On 25-aug-2025 the user reported that the ilet screen developed a spider web¿like crack and became unresponsive, leaving the pump locked. A replacement pump was arranged. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.